Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the bag had been torn and could not remove the gallbladder. Using another, the procedure was completed. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended. Another endobag from the same lot will be also returned for investigation.

Manufacturer narrative:
(B)(4).